Event description:
My daughter is a t1d we rely on her dexcom g6 for readings 24/7 and without notice or any kind of notification dexcom g6 for readings 24/7 and without notice or any kind of notification dexcom systems went down so she was unmonitored all night and we never knew dexcom never texted sent messages nothing just had to panic and call her to wake up and check her sugar as she was staying at a friends. I went on their (B)(6) and website still nothing they didn't post for 12 hours to let after this started to even let anyone know what was going on and that¿s unacceptable most t1ds sugar drop in the night like my daughters does which is when all this started and is still going on with nothing and it¿s not working still no notifications from dexcom for about 35 hours and counting 2 nights now and their customer service could care less, rude with no answers as to when this would be fixed or even care that this is happening like oh well and my childs life is not an oh ¿well situation¿. FDA safety report ID # (B)(4).